Manufacturer narrative:
The blue screw was not available for evaluation. Based on the features of the uchra, it indicates the device was manufactured over 12 years ago. If the screw is available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the blue screw holding a uchr frame to the post broke while preparing for a case. No patient injury was reported.